Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. Impella 5.5 placed post CABG & lv aneurysm repair. The patient had known moderate mitral valve regurgitation. Impella 5.5 placed & care team felt inflow cannula was to close to mitral apparatus, worsening the mitral regurgitation. Team unable to reposition impella inflow cage away from mitral apparatus & decision was made to remove impella. Patient was cannulated for va ECMO & taken back to operating room several days later for a mitral valve replacement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Section d4 serial number was corrected. Section d4 primary UDI number has been updated. H6. Medical device problem code a01 was determined to be no longer applicable.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is adverse event); b2(is required intervention) upon review, it was identified that the information was inadvertently not submitted in the initial report. B1 and b2: ticked to capture serious injury problem the cause of the positioning issue was not determined due to insufficient clinical details.